Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not duplicate with retain testing. Source: phone.

Event description:
Customer reporting a patient testing consistently positive for flu b. Customer states they were tested 4 times over 4 months and were positive each time. Send out for a pcr result was negative for flu but positive for enterovirus. Report 4 of 4.